Event description:
The reconstruction plate broke between the second and third plate holes from the anterior end.

Manufacturer narrative:
Summary evaluation: evaluation results for this event as received from howmedica leibinger gmbh indicate that the plate broke in fatigue due to cyclic overload.